Manufacturer narrative:
Unit passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime/compromised force sensor system test due to faulty force sensor resistor. The motor was tested outside the device and passed. Unit was received with cracked case at display window corners, corroded battery tube, and minor scratches on lcd window.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The customer was able to manually push insulin through the line and was able to prime. He was also able to rewind the insulin pump. Customer's blood glucose level was 189 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.